Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red and itchy, skin irritation under all the therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician who prescribed "dimetindene gel". Follow up indicated that the salve helped the skin irritation improve.